Manufacturer narrative:
Patient with a total knee implant requires manipulation under anesthesia. Re-operation with poly insert exchange may occur. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Patient with a total knee implant requires manipulation under anesthesia. Re-operation with poly insert exchange may occur.